Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number:(B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation revision surgery with a 300cc mentor smooth round moderate profile saline breast implant experienced right sided deflation post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On june 16, 2021, the product received is the concomitant device for this patient and per analysis findings there is no deflation for this product, therefore follow ups were conducted with customer for the concomitant device received. Multiple attempts have been made to obtain clarification regarding the wrong product received. However, no additional information nor clarification has been made available. Since the product that was received is the concomitant device (left side) for this patient and no apparent damage was found on device, this complaint will be concluded as no product returned since the complaint device (right side) was not returned. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 15, 2021, mentor became aware that patient underwent bilateral removal and replacement with two 200cc mentor smooth round moderate profile saline breast implants on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).